Manufacturer narrative:
On 25 september 2017 the r and d project manager performed a preliminary investigation based on the available pictures and commented as follows: the explanted stem had the ha coating almost totally absorbed, with some blood in the macrostructures and the ceramic ball head connected with the taper. Signs and scratches were noticed in the ball head and in the neck on the taper, occurred during the extraction. From the received images it is not possible to determine the root cause of the event. Batch review performed on 02 october 2017. (B)(4). On 02 october 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial (femoral) revision of cementless tha about 3 years after primary. The one radiograph supplied shows a radiographically loose stem. Only distal fixation was achieved. The resection level appears rather proximal and a medial bone formation along the calcar line can be observed; relevance to the adverse event is unknown. Aseptic loosening is a possible adverse event following tha, causes can seldom be determined. We could not identify a malfunction of this specific device. Relevant for risk analysis: n/a. Marked as completed by (B)(6) on 02 october 2017 the r and d project manager performed a visual inspection of the retrieved items and commented as follows: the implants were analyzed: the stem showed a coating absorbed in the distal body but still present in some proximal areas, showing a possible indication of an incorrect fixation in the femur. Two big grooves are present in the intradox of the calcar, most probably occurred during the revision surgery. Some signs on the rim of the ceramic ball head was noticed. The pe liner had a yellowed surface in the top of the body, while the inner spherical seat had three holes occurred with the use of acetabular screws for the extraction from the shell. From the received pieces it is not possible to determine with certainty the root cause of the event.

Event description:
Revision of an amistem h for aseptic loosening. Femoral stem showed signs of loosening and was revised to a cemented stem. Liner was replaced.